Manufacturer narrative:
A ge service rep performed an onsite investigation. The bios settings were evaluated and reseated. No conclusion can be drawn as further info is not available at this time.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.